Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient's representative on 2023-jun-20 indicated 'in 2019 the patient went to have the pump filled at the va by a nurse practitioner (np) who pocket filled him, so he wound up in intensive care for a few weeks {refer to manufacturing report # 3004209178-2019-1741 regarding pocket fill in (B)(6) 2019}. Then about a month and a half later, a second np came in and she also pocket filled him, so the pump can't be used anymore. It was reported they had been waiting for the va to schedule a pump replacement for him since 2020, but they continued making excuses as to why they did not want to do it. It was reported the patient had been inpatient in the va hospital for about 10 months. It was noted two and half months ago, the va transferred him to doctor¿s office to examine him and his records. He agreed and it was scheduled two weeks out; however, night before the hospital said they could not accommodate the patient there due to being in end stage renal failure and needing dialysis and being paraplegic. The doctor tried to find a hospital close by he could not find one and it was out of his hands. He was supposed to have the replacement be outpatient, maybe stay overnight for a day, but then go back to the va hospital. It was noted the va did not want to give him oral pain medication while trying to find someone for the pump. Physician listings were emailed. The patient was receiving intrathecal dilaudid (concentration and dose unknown).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8703w, serial# (B)(4). Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp reported that the cause of the pocket fills was a "malfunctioning pump" and they believe the sideport is broken and catheter is crimped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving 3.5 mg/day of morphine at an unknown concentration via an implantable pump for non-malignant pain and other non-malignant pain. On (B)(6) 2020, it was reported that a pump pocket filled had occurred. The patient's pump was being filled by a nurse practitioner and the pocket fill mistake was caught about halfway through the syringe. The patient experienced an overdose and received 2 individual pushes or doses of narcan via an intravenous (IV) drip. They were then placed in the intensive care unit (ICU) on a bipap machine. It was noted that the patient's pump is managed in the va in virginia and the va will not disclose the patient's weight or medication concentration. No further complications were reported. The patient¿s medical history included receiving dialysis three times a week.